Event description:
New information received notes that the lead was explanted and replaced. The patient tolerated the procedure well.

Event description:
It was reported that the patient presented for in clinic follow up. A device interrogation revealed loss of capture exhibited by right ventricular (rv) lead. Programming interventions were made; however, the intermittent capture was observed at high output. The patient was asymptomatic.